Manufacturer narrative:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was alarming "iab disconnected", the pump was changed, and there were no further issues. It is unknown the circumstances under which the event occurred. However, there was no adverse event reported. Customer unplugged and plugged the cords into the machine with no problem. The device not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it. There is no further information available.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was alarming "iab disconnected", the pump was changed, and there were no further issues. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.